Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received inside a plastic bag without its original packaging and used condition. A visual inspection was performed, and a pin hole was present in the breathing bag. During the functional testing using the leak test, the reported issue was confirmed. Root cause: based on the investigation results there is a tear on the raw material breathing bag provided by the supplier. A corrective and preventative action was opened by the supplier to address the reported issue. D3, d4, g2, g5 were unknown.

Event description:
It was reported that during the pre-use check, a tear in the breathing bag was found. No patient injury was reported.